Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a skin irritation and allergic reaction under the therapy electrode pads. The irritation was described as red and raw. There is no alleged device malfunction. The patient's physician instructed patient to end use of the lifevest due to the allergic reaction. Medical outcome of the skin irritation is unknown as patient ended use of the lifevest.